Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was one device with a crooked cap. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter phone #: (B)(6). E1 initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for crooked stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of crooked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode crooked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.